Manufacturer narrative:
(B)(4)

Event description:
It was reported that the mount (mmc15) did not disengage from the implant. The doctor was able to complete the procedure with another mount.

Manufacturer narrative:
One external hex implant mount was returned for inspection. A visual inspection revealed that the hex of the mount is flared out, and showed signs of rounding, indicating damage. The threads are worn and contain debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Part was functionally tested. The implant mount was not able to assemble with a mating implant, indicating a technical failure. A singular cause for the complaint could not be determined.

Event description:
It was reported that the mount (mmc15) did not disengage from the implant. The doctor was able to complete the procedure with another mount.